Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer also reported loss of communication between transmitter and insulin pump. Customer confirmed that the transmitter did not blink when she reconnected it to the sensor. The insulin pump was not returned for analysis.